Event description:
Reporter indicated that the patient's device had reached end of service several months ago. It was reported that approximately three months ago the physician documented in the patient's file that he was not as alert and had an increase in seizures. It was reported that a lead test was never done. Further investigation revealed that the patient was found face down on the floor with their head in a pillow. It appeared that the patient had a seizure. The prelimnary autopsy was inconclusive, however there were no signs of suffocation.